Event description:
The customer reported that the device was unable to obtain an ECG reading. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.